Event description:
The customer reported that one of their units passed user verification tests (uvt) however, the volumes are low. Carefusion technical support advised the customer to try the turbine differential calibration, and if that does not help then the unit will probably need a new turbine. The reported event occurred during operation verification procedure (ovp) testing. No patient involvement.

Manufacturer narrative:
(B)(4). The customer called back and reported that they performed ovp preventative maintenance, as per the service manual and the unit is now working properly.